Event description:
A foul smell was noted in the substerile area. Upon investigation, both steris machines were noted to be surrounded by water on the counter and the floor. Both machines cycles had been cancelled due to chamber levels being low. The foul smell was the sterilant being used that was leaking along with the water from the steris. Fluid had also leaked inside the cabinets. The trays are pretty sturdy. What happened with this tray was a hose connection on the bottom of the tray was "sheared off" allowing fluid to enter the bottom of the unit thus causing the error. The backs of the trays have hoses attached and are not protected so putting into a machine, pulling out, or even storing or removing from the cabinet can cause damage.